Event description:
It was reported via repair work order that the siderail could not remain latched due to the left side latch housing and components were broken away from litter frame, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.